Event description:
The customer reported that the subject device has an air leakage from the main body. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. Please refer to the following sections for the new information: d8, h3, h4, h6, h10. Please refer to the following sections for the new information: g2 the device was returned to olympus for evaluation and the customer's allegation was confirmed; the device did not meet the specifications. Additionally, other evaluation findings include the following: charge coupled device (ccd) flooding caused image blur, cable was flooded, and head imaging was flooded. Based on the results of the investigation, it is likely that the following led to the malfunction: the main body air leak occurred from the deformed part of the main body. The internal flooding occurred from the deformed part of the main body, and that ccd flooding caused image blurring. The cable flooding occurred from the deformed part of the main body. The head section imaging flooding occurred from the main body deformation area. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. A device history review revealed no issues that could have caused or contributed to the reported issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¦notes on unexpected disappearance of endoscopic images or inability to unfreeze (warning) ¿ if the endoscopic image disappears unexpectedly or the freeze cannot be released during the examination, immediately stop using the endoscope and pull it out from the patient while referring to "5.3 pulling out the endoscope in the event of an abnormality". Continued use under such conditions may injure the patient, cause bleeding or perforation. ¿ the following items must be strictly observed endoscopic images may disappear unexpectedly during the examination, the freeze cannot be released, and normal images may not be obtained. - do not reprocess or store this device with tweezers, forceps, or scalpels. This may cause a hole in the camera cable, which could result in a water leak that could destroy the electrical circuitry inside the device. - do not strike or drop this device. Water leakage may damage the electrical circuits inside the device. ¦precautions (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. ¿ if the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. ¿ if for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the subject device has an air leakage from the main body. There were no reports of patient harm.